Manufacturer narrative:
A lead was returned in one piece for analysis. Electrical testing and visual inspection were normal except for procedural damage found. No anomalies were found.

Event description:
It was reported the patient presented in the emergency room (ER) due to twiddler's syndrome. It was confirmed via fluoroscopy imaging that the right ventricular (rv) lead was dislocated. The rv lead was explanted and replaced. Patient condition was stable.